Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that earlier that day he had suffered a hypoglycemic episode and lost consciousness. Due to a calibration error displayed on his cgm, patient was not receiving dexcom cgm readings at the time of incident. According to dexcom's user's guide, cgm receiver will not display readings during this type of calibration error. Patient's girlfriend called the paramedics. When paramedics arrived, they tested patient's blood sugar at a value of 36 mg/dl, and administered glucose o the patient. At the time of his call to dexcom technical support, patient reported being in excellent condition.